Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited undersensing and increased pace impedance measurements at routine follow-up though rv therapy remained available. An x-ray was obtained indicating lead fracture in the area of the proximal suture sleeve. A revision procedure was performed wherein the lead was surgically abandoned and replaced. No adverse patient effects were reported.